Event description:
It was reported that the patient experienced a loss of therapeutic effect following a car accident on (B)(6) 2012. The patient did not feel that stimulation was covering the same area it had originally covered. Swelling was present in the area of the implantable neurostimulator as well as across the back and down into the left leg. The swelling had not gone down since the accident and the pain had gotten worse. Additional information received reported a manufacturer representative met with the patient on (B)(6) 2012. All impedance measurements were within normal limits. Reprogramming was done to achieve better coverage in the patient's hand; however, full hand coverage could not be achieved during the appointment. The patient was going to recover a bit longer and follow up with the physician as needed. No surgical procedures were scheduled.

Manufacturer narrative:
Extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; lead: model 377645, lot# v015049, implanted: (B)(6) 2007, explanted: unk; programmer: model 37742, serial# (B)(4).